Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the full charge is not lasting as long as in the beginning and their activity has decreased. The steps taken to resolve the issue was that they tested everything. The patient stated that there has been no further response since the july 10th experience.

Event description:
Information was received from patient (pt) implantable neurostimulator (ins). The reason for call was patient reported that their implant battery does not last for two days. Patient stated that it seemed like the implant battery was not holding a charge or was depleting too quickly. Patient mentioned that when the ins was first installed, they had to recharge it every day, but after contacting support, it was reprogrammed to last for two days, which worked well for the first couple of years but recently in the past 6-8 months, they needed to charge it more frequently, and they are not running around, walking or doing anything to wear it out except sitting at all. Agent had patient reset the controller with ac power supply. Patient confirmed no visible damage to the controller, recharger and battery pack. Agent had patient blow air into the controller charging port and wipe the recharger pins. Patient confirmed that the controller turned on with steady green light. Agent had patient connect the recharger and start the ins recharge session. Patient confirmed controller battery was at 100% and implant was at 50% with recharging excellent. Patient confirmed that the recharging speed was set to 4. Agent reviewed information. The patient was redirected to their health care provider (hcp). Patient mentioned that they met with their hcp yesterday and were advised to contact the manufacturer to have their ins checked. Provided the national answering service (nas) number. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.